Manufacturer narrative:
(B)(4). Additional information was received indicating the lead was surgically abandoned and replaced. This device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's defibrillation lead, exhibited high out of range right ventricular (rv) pacing impedance measurements. It was reported the patient presented to the emergency room after feeling they received a shock. No shock therapy had been delivered, it was suspected the patient was feeling ventricular pacing. No adverse patient effects were reported.